Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported display screen was cracked and was too dim to read. Customer reported that damage may have occurred by seatbelt or may have bumped insulin pump. Customer's blood glucose was 98 mg/dl. Customer was advised that insulin pump would need to be replaced.